Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the entire drg system was explanted and replaced with an scs system to address the issue.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the lead where all internal wires were broken. This would have contributed to the patient¿s loss of therapy. As the high impedance was observed prior to explant, the broken wires are consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken in the future.